Event description:
It was reported that a maxplus connector splashed during disconnection because the blue silicone piece had a slow to return causing the leak.

Manufacturer narrative:
The suspect device was not received, associate samples were received and tested. The customer report of maxplus valve stickdown and leak was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause could not be identified as the associate samples received functioned as expected and were within specification dimensionally. The event sample was not returned for investigation.

Event description:
It was reported that a maxplus connector splashed during disconnection because the blue silicone piece had a slow to return causing the leak.

Manufacturer narrative:
Additional info: a.1;a.2;a.3;a.4.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a maxplus connector splashed during disconnection because the blue silicone piece had a slow to return causing the leak. There was no indication if there was any harm to the patient.